Manufacturer narrative:
The reported field event of low voltage output/pacing anomaly was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the hospital for follow-up. During pulse generator check it was noted that the device was not pacing since a capture threshold test could not be performed. The right ventricular lead exhibited high impedance and x-ray revealed lead damage. It was further noted that the patient had a heavy particle therapy three of four years ago, and the malfunction of device was suspected. The device and lead were explanted and replaced. There were no adverse consequences to the patient.